Event description:
It was reported by service report that the footend cover and brake/steer pedal were broken with sharp edges exposed and the brakes were unable to engage. No patient involvement or adverse consequences were reported.